Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the available data did not support the complainant's description as the unit was found to be working in both forward and reverse modes. Therefore, the reported condition that the device would not work in reverse was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the device failed the power test, made an unusual noise when switching modes, the control unit was damaged (voltage drops: 16 volts in - 6.9 volts out), the bearings were corroded and worn, the electric motor came loose from the motor flange. It was determined that these failures were due to loctite degradation from normal wear and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer device would not work in reverse. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.